Event description:
Reporter alleged all segments were faded from the display in the number result field of the advantage system. The reporter discovered the alleged display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.